Manufacturer narrative:
A united states customer contacted siemens to report that a spark and smoke were observed when connecting an atellica sample handler label printer power cord to a wall outlet. The label printer was not operational. The operator powered off the printer, then unplugged it. After plugging the printer back in it was operational again. A siemens customer service engineer (cse) was dispatched to the site to inspect the printer. Siemens is investigating.

Event description:
The operator of an atellica sample handler observed a spark and smoke when connecting a label printer power cord into a wall outlet. The spark and smoke were observed at the wall outlet. There are no known reports of flames, patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2432235-2022-00100 was submitted on 12-apr-2022. Correction: section b4 of the initial MDR 2432235-2022-00100, incorrectly provided a date of 12-mar-2022. The correct date is 12-apr-2022. Correction: section b5 and h10 of the initial MDR 2432235-2022-00100 incorrectly identified that the spark and smoke were observed at the wall outlet. The spark and smoke were observed when the dc power cord was reconnected to the back of the printer. Additional information (05-jul-2022): siemens reviewed the available information and determined the customer was using a sato cg2 model label printer. The operator had limited access to a power strip where the printer was connected to alternating current (ac) power. The operator unplugged the printer power cord from the direct current (dc) power connector at the back of the printer without powering off the printer. The spark and smoke were observed when the dc power cord was reconnected to the back of the printer. The atellica solution operator's manual provides a cautionary statement to never connect or disconnect cables with power applied to the printer as this may cause damage to the interface circuitry in the printer. The barcode printer resumed normal operation following the power cord reseating process. The cause of the spark and smoke seen at the printer is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were updated.